Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that device diagnostic testing resulted in high impedance. It was reported that the patient had recently undergone generator replacement surgery on (B)(6) 2013, but that high impedance was not observed in the operating room. It was reported that diagnostics in the operating room showed low output current warning. The device was programmed off and the patient was sent for x-rays. It was unknown if any patient manipulation or trauma occurred that may have caused or contributed to the high impedance. X-rays were sent to manufacturer for review. Review of the x-rays identified that the lead pin did not appear to be fully inserted into the generator header. The patient underwent revision surgery on (B)(6) 2013. It was reported that the lead pin was reinserted into the generator header and that device diagnostics were within normal limits. The set screw to the generator was tightened and the surgery was completed.